Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported a blood glucose level of 150 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.